Event description:
Patient suffered a fall at the nursing home on her first day after discharge from the hospital for thr. She ambulated to the doctor's office for a followup appointment and felt hip did not feel right. Xray revealed dislocated hip which required surgery to reduce and femoral stem was also found to be loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.